Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported clip delivery system (cds) knob issue and delivery catheter (dc) shaft bend resulting in difficulty positioning was not confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation concluded that in this incident it is possible that there were procedural interactions (unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the clip delivery system (cds) was difficult to steer, which has the potential to cause or contribute to adverse patient effects if it were to reoccur during use. It was reported that during unpackaging of the clip delivery system (cds), the delivery catheter (dc) shaft was noted to be very stiff. During functional testing of the a/p and m/l knobs, resistance was felt turning the knob. Additionally, the dc shaft was bending and could not be steered properly; thus, the cds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new cds was used to successfully complete the procedure. There was no additional information provided.